Event description:
According to the reporter: during ileocolic anastomosis (open procedure), device has poor staple formation. The surgeon described the staple line as being intact but there was bleeding between the staples. The patient was not on any medication that would cause excessive bleeding at the time of surgery. An medical or surgical intervention was needed to prevent a permanent impairment of a function. The surgeon oversewed the staple line and anastomosis with several sutures. No patient injury noted. Patient status: alive - no injury. Patient medical history: enterocutaneous fistula.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three single use loading units. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ileocolic anastomosis (open procedure), device has poor staple formation. The surgeon described the staple line as being intact but there was bleeding between the staples. The patient was not on any medication that would cause excessive bleeding at the time of surgery. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The surgeon oversewed the staple line and anastomosis with several sutures. No patient injury noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.